Manufacturer narrative:
E1: initial reporter phone no. (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem of a pumping component failure (upstream occlusion sensor issue) was not reproduced. The device powered on and there were no issues during power on cycle. A bench test was performed, and there were no issues noted. An event history log review (ehlr) was performed, and there were no uso issues observed; however, the ehlr recorded two failure codes related to the heartbeat failure ([23002] ui actor heartbeat failure: 4 and board heartbeat failure: 2). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, it was unable to identify the uso sensor issue; however, the pump¿s ui board will be replaced due the error codes 23002 and 23501. All sensors will be recalibrated during ui board replacement including uso sensor. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump experienced a pumping component failure (upstream occlusion sensor issue). It was unknown if a patient was connected for therapy at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.